Event description:
Trident impactor handle broke whilst impacting trial shell (cat no 2101-0210). All broken parts inspected to ensure complete handle. Replacement handle utilized from second consignment set.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Discarded by hospital.